Event description:
It was reported that: "the device was inserted to the correct dept. It did not glide into the sheath easily, there was resistance. The device deployed correctly but when it was withdrawn, the complete device pulled out." Additional information: micro puncture and ultrasound were utilized to gain access in the common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 5.5. Act was 179, heparin was given during the procedure but no protamine. The 18f manta inserted into manta sheath- device did not go into the sheath easily- it appeared to be slightly resistant and not smooth. Manta deployed correctly and complete device come out of patient. Manual pressure applied, and another manta device inserted and was successful. Haemostasis was reached with the manta device within one minute. On examination of the device after removing we noticed there was an odd piece of plastic sticking out of the device tube.

Manufacturer narrative:
(B)(4) one unit of manta 18f was returned locked into the sheath. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The lever was actuated with the components released out of the lumen. Collagen was observed to be missing. The button valve was observed to be separated from the sheath and stuck on the distal tip of the lumen of the sheath. A minor kink was noted at the proximal end of the sheath. The device lot history record review for lot number mn2201494 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. It is likely that the resistance encountered during advancement of the manta through the sheath is related to the bypass tube resistance issue which has been investigated under teleflex quality systems. The root cause for the device pull-out is possibly due to procedural related (access hole enlarged during sheath exchange creating more difficulty for toggle to adhere to vessel walls); however, the root cause remains inconclusive. The IFU was reviewed and precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring endovascular intervention. Also, the IFU notes; if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The IFU also notes; if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the device was inserted to the correct dept. It did not glide into the sheath easily, there was resistance. The device deployed correctly but when it was withdrawn, the complete device pulled out." Additional information: micro puncture and ultrasound were utilized to gain access in the common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 5.5. Act was 179, heparin was given during the procedure but no protamine. The 18f manta inserted into manta sheath- device did not go into the sheath easily- it appeared to be slightly resistant and not smooth. Manta deployed correctly and complete device come out of patient. Manual pressure applied, and another manta device inserted and was successful. Haemostasis was reached with the manta device within one minute. On examination of the device after removing we noticed there was an odd piece of plastic sticking out of the device tube.